Event description:
It was reported that the patient presented for the generator change procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. Programming changes were made after the generator was changed. The patient was stable throughout.